Event description:
The rptr stated the surgeon implanted and removed a cc4204a collamer aspheric single piece lens. The lens was not used and was discarded. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).